Event description:
While performing a punction at the iliac crest, the handle broke off and tip of needle had to be removed surgically.

Manufacturer narrative:
No sample has been received for evaluation; therefore, we are unable to determine the cause for the issue reported. A review of the device history record for the lot reported did not identify any issues with this particular lot. Manufacturing personnel have been made aware of this incident.